Manufacturer narrative:
Investigation into this complaint included a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the customer run data was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amp rgt kit (list 09n77-95) lot 504783 and its components was performed. The review did not identify any issues which could result in the reported event during the production or the release testing for lot 504783. The CAPA review for abbott realtime sars-cov-2 amp rgt kit (list 09n77-95) lot 504783 and its components was performed and did not identify any internal or post-production use issues related to the reported event. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amp rgt kit (list 09n77-95) lot 504783 identified three (3) additional complaints related to the reported issue. All were independently investigated under and no product deficiencies were identified. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amp rgt kit (list 09n77-95) lot 504783 was not identified.

Manufacturer narrative:
Complaint investigation will be performed.

Event description:
Customer reported, for a patient no longer exhibiting symptoms, a clinician questioned a positive result generated on the realtime sars cov-2 assay. Customer reported the clinician questioned the positive result and the sample was retested on another platform using a laboratory developed test (ldt) assay. The ldt assay result was negative. Sample was recollected from the patient and tested on the realtime sars-cov-2 assay. Recollected sample was negative. Original result was amended and reported as a false positive. Patient management was not impacted and patient was not adversely affected.